Event description:
It was reported that there was a blood line leak alarm during patient treatment. Registered nurse (rn) confirmed positive dialyzer blood leak and discarded patient's blood and started new setup with dialyzer from same box. Alarm occurred again and rn discarded blood again due to positive for blood leak, resulting in an estimate of 600 ml blood loss. No patient adverse event was noted as a result of this incident.

Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: when the blood in dialysate alarm occurs, the dialysate must be tested for the presence of blood, and the system alarm screen prompt must be answered to clear the alarm. Follow the alarm screen instructions to sample the effluent dialysate and test the sample as instructed by your center. The system will prevent treatment continuation in the event of the presence of blood in the dialysate. Outset technical support engineer (tse) reviewed the system log with the procedure date (B)(6) 2025 and confirmed 13 instances alarm_dialyzer_blood_leak. No console-related malfunctions or performance issues were identified. The dialyzer and cartridge were discarded; therefore, root cause of the event was not able to be confirmed, however is it not suspected to be product related. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.